Manufacturer narrative:
Additional information was added to d9, h3, h4, and h6. H11: the actual device and a photograph were received for evaluation. The returned photograph was reviewed, and it was noted that there was a leak near the membrane port. A visual inspection was performed on the actual sample, and no defects were found; components were placed according to the specification. The sample was submitted to pressure testing, and as a result, a leak was noticed at the seal near to the membrane port of the bag. The reported condition was verified. The cause of the reported condition was a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 150ml intravia container was leaking from the seam next to the port. The leak was observed during shipping for distribution prior to patient use. There was no patient involvement. No additional information is available.